Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt is "not happy" with near vision and has an unexpected outcome. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined at this time. Add'l info was requested on 09/16/2011 and 09/23/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).